Manufacturer narrative:
PMA/510(k) number = pre-amendment . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4). Medwatch #: mw5079775.

Event description:
An FDA sus voluntary event report (mw5079775) was received 10/02/2018. A nurse reported the wire of the micropuncture transitionless access seticropuncture sheared off in the patient's left femoral vein while gaining venous access. An atrial fibrillation ablation procedure was being performed. After consulting with a vascular specialist, the procedure was continued and the patient discharged the following day. The sheared off portion of the complaint device remains in the patient's anatomy. Lot number was not provided. According to the initial reporter, the complaint device will not be returned to the manufacturer for investigation.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, manufactures instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, no photos of the failure mode were provided, as a result a complete failure analysis could not be performed. Furthermore, manufactures instructions and quality control records were reviewed and revealed no gaps. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.